Event description:
Boston scientific received information that approximately one month post implant, the patient with this system experienced a wound infection. In addition, device interrogation revealed non-sustained ventricular tachycardia episodes logged which correlated to some of the hospital monitor events. Device function was appropriate as programmed; the device is pacing left ventricular only. An internal technical service consultant was contacted for programming options to avoid brief pacemaker mediated tachycardia. After programming no further episodes were logged. The device was reprogrammed and remains implanted and in service.

Manufacturer narrative:
According to available information, this system remains in service. Should additional information become available, this event will be updated.